Manufacturer narrative:
Additional information : the actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by twisting the adapter and it was noted that the adapter was stuck and not possible to twist. Further inspection was performed, and it was noted that there was a small white stain, like solvent, on the male portion of the luer lock. The reported condition was verified. The cause of the reported condition was associated with excess solvent application during the assembly process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer adapter of a plexitron extension set was unable to connect (not further specified). This was identified during priming. There was no patient involvement. No additional information is available.